Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00360. The pt (B)(4) was implanted with two percutaneous leads from different lots. It was reported the pt was not receiving adequate therapy coverage in his targeted pain areas. Specifically, it was reported he was feeling unwanted stimulation in his right leg. Surgical intervention was undertaken to address this issue. The lead responsible for the pt's right leg coverage was explanted. Upon removal of the lead, a visual anomaly was noted near the location of the anchor; however, no functional issues were detected with the device during intraoperative testing. A new lead implanted to provide better coverage to the pt's left leg. Effective stimulation coverage was achieved following the surgical procedure. Since it is unk which lead was replaced, both devices are being reported as explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.